Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Via phone call, customer requested programming of insulin pump. Customer received new insulin pump due to not being able to press buttons. It was reported that insulin pump was replaced twice in one week due to customer not being able to press buttons. Customer received assistance in programming insulin pump.